Manufacturer narrative:
The data and information provided by the customer were reviewed and support the complaint issue. A search for similar complaints identified an increase in complaint activity for lot 76542ud00; however, no trends were identified for list number 08p13. A review of the device history record did not identify any non-conformances, potential non conformances, or deviations with lot 76542ud00 and the complaint issue. The overall performance of the alinity I stat high sensitive troponin I reagents in the field was reviewed using data from customers worldwide. The patient median value for lot 76542ud00 is within the established limits and comparable to the historical reagent lot performance. A review of labeling was performed and found to sufficiently address the customer¿s issue. Return sample testing was completed using a retained reagent kit of an alternate reagent lot number as the complaint lot was not available for testing. The following results were generated: neat sample was 91.1 pg/ml diluted sample 104.6 pg/ml the results for dilution linearity are within the % difference interval calculated. Hbt (heterophilic blocking tube) interference could not be tested due to insufficient sample volume. Based on this investigation, no systemic issue or deficiency was identified with the alinity I stat high sensitive troponin-I reagent, lot number 76542ud00.

Event description:
The customer reported falsely elevated alinity I stat high sensitive troponin-I results generated by the alinity I processing module for a 70-year-old male patient with a known aortic aneurysm. The patient was transferred to (B)(6), where repeat troponin testing yielded normal results. The following data was provided: customer¿s reference range: <34.2 ng/l sid (B)(6) (first sample): (b)(60 2025 alinity I stat high sensitive troponin-I result = 68.8 ng/l (B)(6) 2025 alinity I stat high sensitive troponin-I result = 91.2, 98, 96.9 ng/l beckman troponin measurement at another lab (B)(6) = normal results roche platform = normal result. Sid (B)(6) (second sample): (b)(60 2025 alinity I stat high sensitive troponin-I result = 72.9 ng/l (B)(6) 2025 alinity I stat high sensitive troponin-I result = 83.4 ng/l beckman troponin measurement at another lab (B)(6) = normal results roche platform = normal result. No impact to patient management was reported.

Manufacturer narrative:
Completed information for section a1 patient identifier: sids (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 8p13 that has a similar product distributed in the us, list number 4z21, with 510k/PMA/bla number k202525.

Event description:
The customer reported falsely elevated alinity I stat high sensitive troponin-I results generated by the alinity I processing module for a 70-year-old male patient with a known aortic aneurysm. The patient was transferred to rabenstein hospital, where repeat troponin testing yielded normal results. The following data was provided: customer¿s reference range: <34.2 ng/l. Sid (B)(6) (first sample): on (B)(6) 2025 alinity I stat high sensitive troponin-I result = 68.8 ng/l. On (B)(6) 2025 alinity I stat high sensitive troponin-I result = 91.2, 98, 96.9 ng/l. Beckman troponin measurement at another lab (rabenstein hospital) = normal results roche platform = normal result. Sid (B)(6) (second sample): on (B)(6) 2025 alinity I stat high sensitive troponin-I result = 72.9 ng/l on (B)(6) 2025 alinity I stat high sensitive troponin-I result = 83.4 ng/l beckman troponin measurement at another lab (B)(6) hospital) = normal results roche platform = normal result . No impact to patient management was reported.